Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2006: (B)(6) medical center. Inpatient hospitalization. (B)(6) 2006: (B)(6) md. Operative report. Preoperative diagnosis: small-bowel obstruction and possibly ischemic loop of small bowel. Postoperative diagnosis: necrotic loop of distal small bowel. Exploratory laparoscopy converted to exploratory laparotomy with small-bowel resection of approximately 50 cm of ischemic small bowel with an interval portion of necrotic bowel and primary side-to-side functional end-to-end anastomosis. Anesthesia: general. Estimated blood loss: 100 cc. Procedure: ¿we placed the hasson trocar in the infraumbilical area by making a 2 cm longitudinal incision in the midline below the umbilicus, bluntly dissecting clown to the fascia of the anterior rectus sheath. The fascia was cleaned of its overlying fat and grasped with allis forceps. A small incision was made in the fascia. Two #2 dexon sutures were placed on either side. The posterior sheath was identified and grasped with schnidt forceps, delivered in the wound and gently opened. Using gentle digital manipulation, we gained access to the intraabdominal cavity. The disposable hasson trocar was then passed through this wound and anchored using dexon sutures. Pneumoperitoneum was then achieved and the 30 degree laparoscope was passed through the trocar. Due to the multiple distended loops of small bowel, we were unable to get a very good look but there was a copious amount of bloody fluid in the abdominal cavity and some clearly ischemic bowel. So, at that point, we elected to convert to an open operation for a more complete assessment. The hassan was removed. Pneumoperitoneum was allowed to decompress. Some of the fluid was sucked out of the abdomen with the poole sucker. The midline incision was then extended down to the pubic symphysis and up to the midepigastrium using a #15 blade. Bovie cautery was used to dissect through the subcutaneous fat and through the fascia of the anterior rectus sheath. Care was taken to avoid injury to the bowel while opening the fascia. Once the wound had been opened, immediately apparent was a large amount of bloody fluid. This was cultured. Also apparent was a segment of ischemic small bowel which was necrotic. This was gently loosened from the surrounding tissue. There was no evidence of an adhesive band or a twist but the inflammatory changes extended way into the mesentery and into the surrounding small bowel. We ran the entire small bowel and it was this one segment of about 15 cm that was quite ischemic. However, as I mentioned, the adjacent mesentery was quite thickened. The rest of the small bowel was somewhat ischemic but viable and peristalsing. The colon appeared normal. The liver appeared normal. The nasogastric tube was in good position as was the foley catheter. At that point, we elected to resect that portion of small bowel which was approximately 20 cm proximal to the ileocecal valve. The bowel was also noted to have some creeping fat suggestion of possible crohn disease. At that point, we transected the small bowel proximal and distal to the obvious necrotic segment. We tried to select a site where the mesentery was as supple as possible. We ended up resecting about 50 cm total of small bowel with generous margins on either side of the necrotic area. After the gia was used to transect the bowel, the mesentery was scored on either side and taken clown in a clamp-cut-tie fashion. Vessels were oversewn with 2-0 silk ligatures. Once the specimen was removed, it was passed off the field. The bowel was then reinspected. It was noted to be pinker than at the initial observation. We were unable to feel any pulses in the mesentery and therefore doppler was obtained. There were excellent doppler signals in both of the mesenteries at the site where the bowel was transected, indicating there was good blood flow. A side-to-side functional end-to-end anastomosis was then created by gently putting the two loops of bowel adjacent to one another and pexying them together with interrupted 3-0 silk pop-offs. The corners of the staple lines were removed. The gia stapler was used to create the side-to-side functional end-to-encl anastomosis by placing each fork in the bowel loops and firing the stapler. The enterotomy was then closed with allis forceps and then a ta-60 cm stapler. The open end was oversewn with 3-0 silk pops. The mesenteric defect was closed with a running 3-0 vicryl. The area was then irrigated and aspirated until the effluent was clear. The anastomosis was placed into the right lower quadrant where it naturally fell without tension. The omentum was gently placed over the anastomosis. The fascia was then closed with a running #1 pds. The subcutaneous tissues were washed out before closing the skin with skin staples. The wound was covered with sterile gauze. The needle, sponge and instrument counts were correct at the end of the case. The patient tolerated the procedure well. (B)(6) medical center. (B)(6), md. Pathology: segment of small bowel and terminal ileum. ¿acute ischemic hemorrhagic enteropathy with necrotizing phlebitis and thrombophlebitis involving submucosal and mesenteric veins. The ischemic injury is associated with marked phlebitis and thrombophlebitis while the arteries are unaffected.¿. Implant preoperative complaints: (B)(6) 2006: (B)(6) medical center. (B)(6), md. ¿the patient is a 60-year-old male who is three months status post exploratory laparotomy for ischemic small bowel, who presents with a low anterior ventral incisional hernia.¿. Implant procedure: laparoscopic converted to open repair of lower abdominal incisional ventral wall hernia. Implant: gore® dualmesh® biomaterial [1dlmc04/04481330, 10x19 cm]. Implant date: (B)(6) 2006 (hospitalization (B)(6) 2006). (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: low anterior ventral incisional hernia. Anesthesia: general. Estimated blood loss: 100 cc. Findings: ¿large fascial defect on the lower abdominal wall with very dense adhesions between the small intestine and the edge of the hernia sac.¿. Procedure: ¿after consent was obtained, the patient was brought to the operating room, placed on the table in supine position. A foley catheter was placed and the patient was placed under general endotracheal anesthesia, and the abdomen was clipped, prepped and draped in the usual sterile fashion. The hasson trocar was then placed in the left upper quadrant by making a 2 cm transverse incision in the left upper quadrant with a # 15 blade, bluntly dissecting clown through the subcutaneous fat to the fascia. The fascia was cleaned of its overlying fat and grasped with schnidt forceps. A small incision was made in the fascia and two #2 dexon sutures were placed on either side of the fascial incision through the fascia. The posterior sheath was identified and gently opened in a similar manner. Using gentle digital manipulation, we confirmed our access to the intra-abdominal cavity. The hasson trocar was then placed in the wound and anchored using the dexon sutures. Pneumoperitoneum was then achieved. The 30 degree laparoscope was then passed through the trocar into the abdominal cavity to reveal a very large lower abdominal hernia between the pubic symphysis and the umbilicus. Two 5 mm ports were placed in the left lower quadrant by making a 5 mm incision in the skin and driving the port through the wall while visualizing through the laparoscope to be sure there was no intra-abdominal damage. Once all these ports were in place, the adhesions between the omentum and small bowel were taken clown and also some additional adhesions into the hernia sac. We taken down about 80% of these adhesions when we encountered some very dense adhesions between the small intestine and the edge of the hernia sac. After bluntly trying to dissect these down we concluded that we could not proceed in this manner, and therefore converted to an open operation. Two 5 mm trocars were removed. An incision was made from the pubic symphysis to the umbilicus through a previous laparotomy scar. The hernia sac was entered and identified. The fascial edges were identified. The adhesions between the small bowel and the edge of the fascial defect were painstakingly taken down using both blunt and sharp dissection. Some interloop adhesions were taken down. The small bowel was examined and there was no evidence of enterotomy or serosal tear. The previously-placed anastomosis was identified and intact. Once these were inspected and felt confident in their integrity they were placed back in the intra-abdominal cavity. The hernia sac was opened at its base. The fascia was identified. Once we had circumferentially identified the fascia, a 10x19 cm gore-tex dualmesh was selected to plug the defect. It was trimmed slightly at its base and then placed into the defect. It was then anchored to the fascia using interrupted 0 prolene pop-off sutures in a circumferential fashion. Once the mesh was in place and adequately secured, it was carefully inspected. There were no holes or openings. It was flat and in good position. The redundant hernia sac was closed over the mesh with interrupted 0 prolene pop-offs in a figure-of-eight fashion to protect it from any potential wound contamination. The wound was then irrigated out and inspected for hemostasis and it was hemostatic. The skin was closed with surgical staples. The laparoscopic incisions were also closed with surgical staples. Once all the incisions had been closed, dressings were applied. The patient tolerated the procedure well.¿ (B)(6) 2006: (B)(6) medical center. Implant sticker. ¿gore dualmesh® biomaterial.¿ ref catalogue number: 1dlmc04. Lot batch code: 04481330. W.l. Gore & associates. Hand written on sticker: ¿ventral incisional.¿. Relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: wound exploration with removal of gore-tex graft and drainage of abscess. Explant date: (B)(6) 2007 (hospitalization (B)(6) 2007). (B)(6) 2007: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: wound abscess. Postoperative diagnosis: infected gore-tex graft. Anesthesia: general. Estimated blood loss: minimal. Findings: ¿abscess cavity in the inferior space below gore-tex graft with a draining sinus tract to the scar.¿. Procedure: ¿after obtaining consent, the patient was brought to the operating room, placed on the table in the supine position. Following the induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Using a gentle probe, the sinus tract in the inferior portion of his abdominal scar was gently probed and found to go quite deep. A #10 blade was then used to incise the inferior portion of the wound to follow this cavity down. The tract was followed down to the previously placed gore-tex mesh. At that point it was appreciated that pus was extruding out from underneath the gore-tex mesh. We decided at this point to completely remove it and, therefore, the excision was extended from the umbilicus down to the pubic symphysis. The entire wound was opened sharply, the gore-tex was bluntly dissected free from the surrounding tissue and completely removed along with its prolene sutures. There was an abscess cavity in the sub-gore-tex base and this was cultured as was the gore-tex graft itself. The area was irrigated with copious amounts of saline and there was a lot of granulation tissue below the gore-tex but we were not actually in the abdominal cavity. At that point we elected to just pack the wound with a wet to dry dressing.¿. [No pathology report provided]. Relevant medical information: (B)(6) 2019: (B)(6) medical center. (B)(6), md/(B)(6) , md. History and physical. History of present illness: ¿73-year-old male with known chronic nonhealing wound of the lower abdomen status post numerous interventions in the past. History of colectomy with subsequent development of incisional hernia requiring repair. Hernia repair complicated by infected mesh and chronic wound. CT obtained 9/25 demonstrated subcutaneous fluid collections in the lower anterior abdominal wall with the right-sided collection tracking to the skin surface. Wound continues to require daily packing changes. Malodorous, purulent drainage reported.¿ former smoker, quit 1980, ½ pack per day. Physical exam: gastrointestinal: soft, non-tender. Malodor noted. Impression/plan: ¿73-year-old male with chronic non-healing abdominal wound who presents for wound exploration, debridement and possible wound vac placement today with dr. Ampadi.¿ (B)(6) 2019: (B)(6) , md/(B)(6) , md. Operative report. Preoperative and postoperative diagnosis: multiple nonhealing draining wound lower abdomen status post his multiple prior surgeries. Wound exploration, excisional debridement, negative pressure wound therapy dressing. Wound classification: dirty or infected wound, type IV. Findings: ¿sinus tract going deeper above the fascia. 2 sinus tract where identified.¿. Procedure: ¿the patient was brought to the operating room placed in supine position. General anesthesia was induced and endotracheal tube was placed. Abdomen was prepped and draped in a sterile surgical fashion. Proper timeout was performed. Patient was given prophylactic antibiotic. The incision was marked around the 2 sinus openings which was seen in the lower midline. Incision was deepened and the skin was excised. The sinus tracts were probed and was excised. The lower sinus tract was going deeper and was closely attached to the mid line fascia. The posterior wall of the sinus tract was left in place for fear of injury to the fascia/any underlying bowel. All the unhealthy tissue was debrided sharply with a #15 blade and electrocautery cautery. Excisional debridement was performed into the subcutaneous plane and including subtendinous plane. There was moderate amount of bleeding which is controlled using electrocautery cautery. Her sinus tract was probably just excised in a similar fashion. Wound was irrigated. Hemostasis achieved. Wound vac was placed without any difficulty. Patient tolerated the procedure well extubated recovered and transferred to pacu in a stable condition. Needle and sponge counts are correct at the end of the procedure. Complications none.¿ ¿incision length is 12x 5 x 5 cm.¿. (B)(6) 2019: (B)(6) , md. Pathology. Final diagnosis: ¿sinus tract abdominal wall: - fragments of dense fibrous and fatty tissue lined by acutely inflamed granulation tissue with hemosiderin laden macrophages.¿ gross description: ¿labeled ¿sinus tract¿. Received in formalin is a 3.7 x 2.5 x 1.8 cm portion of yellow, lobulated adipose to purple-tan fibrous tissue. The tissue is sectioned revealing pink-purple to yellow-white fibrous tissue.¿. (B)(6) 2019: (B)(6) , md. Discharge note: wound: 12cm x 5cm x 5cm. Black polyurethane sponge. Change every 72 hours. Maintain vacuum on at all times, at 125 mmhg. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, drainage of abdominal wound abscess, draining sinus tract was followed down to the gore mesh, pus extruding from underneath the gore mesh, open wound, placement of wound vac due to non-healing wound, wound debridement due to infection. Additional event specific information was not provided.